Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the defibrillation conductor was fractured due to overstress, the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil and there was blood in/on the lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged. The physician believes the patient has twiddler's syndrome. It was further reported that the ra lead had no sensing or capture and the rv lead had unacceptable thresholds. The rv lead had helix retraction problems in the body and upon explant it was noted that a wire at the proximal end of the superior vena cava coil was exposed. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.